Event description:
As reported by the user facility forwarded by bbm sales (B)(6): alarm for air in pump: the set includes methotrexate, which is a yellow solution. Could this influence the airsensor. Translation of info received from the danish health and medicine authority: a pt receives high dose of methotrexate, given via spacepump over 24 hours. The nurse hears the pump give an alarm as like when there is air. Normally the infusion pump stops automatically. She goes directly to the pt and see that there is air in the infusion set all the way to the pt. The set is disconnected from the pt and its possible to aspirate from the catheter. Result of the incident: none, but it could have been that there was infused with air. Please refer MFR report (B)(4).